Manufacturer narrative:
Additional manufacturer narrative: several attempts have been made to reach out to the customer to see if replacing the lcd fixed the issue, however, customer has not responded. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The biomedical engineer reports that the bedside monitor went blank. The touch screen still works. This issue was in the neonatal intensive care unit (nicu) without a cns (central monitoring system). The device was replaced with an in-house loaner. The biomedical engineer ordered and replaced the lcd on the monitor. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not being returned.

Event description:
The biomedical engineer reports that the bedside monitor went blank. The touch screen still works. This issue was in the neonatal intensive care unit (nicu) without a cns (central monitoring system). This was noticed right away and the device was changed out with an in house loaner.